Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device motor was worn out and the device was not able to start reliably at all times. The device also failed pretest for function test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). D4: the device serial number was reported as unknown in the initial report. The serial number has been added. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: the date of manufacture was documented as unknown in the initial report. The date has been added. H3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. Concomitant med products and therapy dates: saw device, battery device, chisel device and rasp device, (B)(6) 2019. The manufacturing location was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was observed that the battery reciprocator device stopped working during use. According to the reporter, the battery device was replaced and the angle of the saw was changed, however the device still did not work. There were no delays in the surgical procedure. The procedure was completed using a chisel and a rasp device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.